Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the pyrolus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon popped while being positioned through a pyloric stricture. Reportedly, wire cutters were used to cut the distal portion of the balloon to be able to remove the balloon from the scope as they were unable to completely drain the balloon portion. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Problem code 1074 captures the reportable issue of balloon burst. Investigation results: a visual examination of the returned complaint device found that the catheter was cut near the distal end of the black exit marker and the distal piece, including the balloon, was not returned. It was also noted that the catheter was kinked. This failure is likely due to factors encountered during the procedure, such as the manner the device was handled and/or interaction with the scope, that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the pyrolus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon popped while being positioned through a pyloric stricture. Reportedly, wire cutters were used to cut the distal portion of the balloon to be able to remove the balloon from the scope as they were unable to completely drain the balloon portion. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.